Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 203. The cause for the service code was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted q3 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor displayed a service code.